Manufacturer narrative:
(B)(4) date sent: 5/10/2021. D4: batch # u9580t. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was revealed that the el5ml device was returned with no apparent damage to the external components. A tyvek wrapper was also returned along with the device. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the number of clips remaining. In further analysis, the device was noted to have the tip of the advancer bent. The instrument was disassembled and upon disassembly, the advancer was confirmed to be bent and no clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. It should be noted that product failure is multifactorial. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, a tear drop-shaped clip was formed at the first firing and the deployed clips were not formed completely from the second to fifth firing. The device was used on the ¿cystic artery. No bleeding was observed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. The patient's condition is stable.